Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges severe pain, discomfort, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2010- dor: none reported (left hip). Patient is a resident of (B)(6). Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 1/25/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2013 for infection. All implants were removed, and spacers were placed. 700ml's of blood loss were reported. The date of reimplantation is unknown at this time. No labs were provided for the alleged high metal ions. The stem will be added for the alleged high metal ions. The cup and hole eliminator will be added to the complaint, but not reported as litigaiton doesn't allege infection and they have been implanted more than 3 months.

Manufacturer narrative:
Update 1/25/16.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The search and/or review of device history records was not possible against the unknown device. Medical records were reviewed. It cannot be determined that the implants contributed to the reported events. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.